Event description:
Pt was being transferred from the bed to the chair. The pt's foot became caught on the bottom of the pillar. The pt's leg then released and shot upward, releasing pressure on the leg strap, causing it to disconnect from the lift. The pt slid out of the sling with the other leg still in the sling. The pt's head impacted with the floor. No treatment was required.